Manufacturer narrative:
This event was identified in a journal article (attached) and the article has been reviewed. Journal citation: hannawa, k.k., good e.d., haft, j.w., & williams, d.m. (2015). Percutaneous extraction of embolized intracardiac inferior vena cava filter struts using fused intracardiac ultrasound and electroanatomic mapping. Journal of vascular interventional radiology, 2015; 26: 1368-1374. Http://dx.doi.org/10.1016/j.jvir.2015.05.013. Conclusion: a manufacturing review was not performed as the lot number was unknown. The device was not returned. Images were not provided. The investigation is inconclusive for a detached filter limb in the right ventricle. Based on the available information, the definitive root cause for this event is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately fourteen years post inferior vena cava filter deployment for status post mva with dvt, CT scan allegedly demonstrated a detached filter limb in the free wall of the right ventricle. Vascular retrieval forceps successfully retrieved the detached filter limb. The patient presented with cough, shortness of breath and abdominal pain and returned two weeks later with suture-related right neck cellulitis which was treated with antibiotics.